Event description:
It was reported by the customer that "rn that initiated patient's treatment & accessed her port first thing this am said there were no issues with the extension set. She primed the set, accessed the port, drew blood specimen from the extension set & hooked up her magnesium infusion without incident. When another rn responded to an IV pump alarm for downstream occlusion the rn said she found one of the clamps on the extension set to be clamped. She unclamped the clamp & finished the infusion. Unknown how this clamp got engaged. This same rn then discontinued the infusion when it rang complete at which time the patient reported to her that her shirt was wet. When the rn completed the post infusion flush to the port she noticed saline to be squirting out from the y site area on the extension set. It is unknown when this leaking began or how much of the medication leaked out. Extension tubing."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.